Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause was determined to be a temporary communication error between the device and transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was reported that the patient was using an unsupported operating system. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be a temporary communication error between device and transmitter. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.